Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported of high blood glucose of 440mg/dl. Customer is unsure why blood glucose is high and the infusion set was changed yesterday. Customer indicated that later on during the day, their blood glucose was 100mg/dl. Further troubleshooting was declined and customer indicated that they would call back.